Event description:
Customer called on (B)(6) 2011 reporting that their lh750 slides stainer was not powering on and there was an electronic burning smell coming from the main card. Customer reported that the event happened in stages. On the night before the incident, the lh750 workstation tower had failed and was turned off. However, the slide stainer continued to work and was used throughout the night shift and into the day shift until it stopped working and emitted a very strong burning smell. No visible smoke, arcs, sparks or flames were observed and there was no need to use a fire extinguisher or summon the fire department. Customer was running samples when the incident occurred but patient results were not compromised as the event was related to the slide stainer. No injury was also reported as a result of the event. Field service engineer (fse) was dispatched and had detected a strong burning smell coming from the stainer while repairing the workstation. Fse ordered additional parts for the second visit. A second fse installed the parts and determined that the burning smell was coming from the power supply which had overheated. Fse replaced the slide stainer power supply which resolved the problem and verified that the instrument was performing within published specification.

Manufacturer narrative:
(B)(4).